Event description:
It was reported that the patient presented in clinic with high pacing thresholds and minimal r-waves. X-ray revealed right ventricular lead dislodgement due to twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.